Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 530 mg/dl. Cause of bg level was not known. Reportedly, customer "fell on the floor and was laying on [their] leg" and "has compartment syndrome and leg is paralyzed". Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin resolving the issue. Discharge date was not provided. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.